Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the reported malfunctions were likely due to water leakage caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a dirty base plate, scope connector, shield cover, outer shield cover and circuit board unit in scope connector. There was no patient involvement.